Event description:
It was reported that the vns patient has experienced vocal cord paralysis on the left vocal cord since implantation till 2008. It was determined by the physician that the event is definitely related to implantation and not related to stimulation. No actions were taken for this event. Review of programming history revealed proper device function. The root cause of the reported event has been determined to be the implantation surgery.